Event description:
Customer reported she experienced high blood glucose. Customer stated she changed the infusion set and her blood glucose was in the 300 mg/dl range and in 5 minutes it was 420 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. The infusion set was removed and the cannula was not bent. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. Customer was advised to do a complete infusion set and reservoir change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.